Event description:
Information received from the field notes that the patient has sinus bradycardia and is a heart transplant patient. The patie nt's heart rate was at 100 bpm at rest while the base rate was set at 70 bpm. While evaluating thee device, it was noted that there was no sensor response. After a software download, normal sensor response returned. At the next eva luation, the sensor was again unresponsive.